Event description:
The patient's wife reported that the patient's previous pocket site was not healing correctly. The surgeon reopened the pocket site to remove excess scar tissue.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation. This is the final report.